Event description:
It was reported that during a hemicolectomy procedure, when trying to put the clip on the vessel, the surgeon noticed that the clips are not formed properly. He fired more clips, but all of them were formed in scissor shape. Another like device was used to complete the procedure. There was a delay of five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, a bag with three scissored clips was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No conclusion could be reached as to what may have caused the reported event of scissored clips.